Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient states they need a new charger. Patient states the controller is dead and will not charge. Agent asked if there is any damage to the battery pack and patient states no. Agent advised to reset controller and after reset the controller was frozen on the 30% screen and later stated is dead and wont power on and doesnt charge. Patient could not read the serial number for the controller and states nothing seems broken or stuck. Pt states the representative (rep) said to reset but that isnt helping the issue. The issue was not resolved through troubleshooting. A replacement controller was sent out. Caller was kathy peterson calling on phone number on file. Caller said they got a new controller and when they go to set the controller up the screen would go blank when they go to plug the rtm into the controller. Caller did not know they had to put the controller battery from the old controller into the new one. Caller did and the controller turned on but it did not have enough charge to finish pairing the new controller to ins. Caller will charge controller battery then attempt to pair controller. They will call back if needed. Patient called back and repeated previously documented information. Patient mentioned they got a replacement controller but no battery. Patient mentioned they were still having difficulty charging their controller from the wall. Patient mentioned it's been a week without charging their implant and their back is killing them. Agent instructed patient to check for damage; no visible damage to the li battery pack pins, ac power supply and recharger. Agent walked patient through resetting their controller; controller showed set up screen then changed to connect the recharger. Patient confirmed no green light on the controller but there was a green light on the ac power supply. A replacement battery pack was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID m995402a001 (serial: (B)(6)); product type: implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.